Event description:
It was reported that the device's length of infusion was ordered to be 46 hours, but the patient received it in 51 hours, it was set at 3ml/hr per usual rate used; was increased to 5.5ml/hr after patient returned for disconnect and did not receive all of the drug. All drug was administered but was not administered within the 46 hours as ordered; rate had to be increased. Event occurred while in use with patient and no adverse patient effects were reported by the customer.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be an issue with the expulsor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.